Manufacturer narrative:
The elecsys estradiol iii assay reagent lot number is 844594, and the expiration date was not provided. The calibration and qc were both within specification. A field service engineer (fse) determined that the bead mixing motor and a loose reagent probe arm were the root cause of the event. After the service actions were completed, the analyzer is working within specifications. The investigation determined the event was due to a component failure (bead mixer motor and/or loose reagent probe arm). The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable elecsys estradiol iii assay result from the cobas 6000 e601 module for one patient. On (B)(6) 2025, the initial result was 832.2 pg/ml. On (B)(6) 2025, the repeat result was 13 pg/ml. The repeat result was considered to be correct.